Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and after following these steps, the customer successfully resolved the issue without the error reoccurring, allowing them to start their sensor session.